Manufacturer narrative:
After further evaluation, the manufacturing site in manufacturer name, city and state and manufacturer site were corrected from abbott manufacturing inc, 1921 hurd drive, irving, tx, 75038, USA, to abbott germany, max-planck-ring 2, wiesbaden, germany. MDR number 3002809144-2019-00308 has been submitted and all further information will be documented under that MDR number. Complete information for (B)(4).

Manufacturer narrative:
Patient identifier = sid (B)(6). A product correction letter was issued on 07mar2019 to all alinity I and alinity c customers notifying them of the software and hardware issues on the alinity ci-series system. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci-series to software version 2.6.0 to resolve each of the identified issues and provide customers necessary actions until the mandatory upgrade is completed. Correction/removal number: 3002809144-03/14/19-002-c.

Event description:
The abbott ambassador discussed fa07mar2019 product correction letter with customer. The hbsag result ((B)(6)) from (B)(6) 2018 on the alinity I analyzer for sid (B)(6) are patient results. The customer is unaware of any discrepancy or impact to patient management.